Event description:
It was reported that the balloon ruptured occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During third inflation at 16 atmospheres for 30 seconds, the balloon vertically ruptured at the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - PMA/510(k) # field on 3500a form: k141521, k141597.